Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated accutni (troponin I) results generated on the access 2 immunoassay system for six patients. The patient samples were retested using different methodology and the results were negative for troponin. The customer only provided patient data for two patients. The initial erroneously elevated results were no reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was onsite on 05/01/2008 through 05/02/2008 investigating the event. The fse performed preventative maintenance that was due for the instrument. The fse also adjusted the substrate baseline. Further more, the fse performed a system check which met published performance specifications. The fse ran low and medium accutni quality controls (qc) for precision and the results were within specifications. The fse verified operation with system check and qc and results met published performance specifications. A definitive root cause could not be determined for this event. MDR # 2122870-2008-165 documents the results for patient 1. This is six of six separate MDR reports related to six patient events associated with a single malfunction report. Reference MDR numbers MDR 2122870-2011-02352, 02353, 02354, 02355 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.